Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf into patients eye with no complications; however, the surgeon decided to remove the lens and replaced it with a three piece silicone lens with no incision enlargement or patient injury. The reporter stated that there was no problem with this lens, doctor's choice to change lens models.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has a small portion of the plate haptic torn off & missing. There is clear surgical residue on the lens.